Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultralink meter was continually displaying the apply sample message. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient was unable to recall when the alleged issue first occurred. The patient manages his diabetes with insulin pump therapy and it is not known what changes, if any, he made to his usual diabetes management regimen in response to the alleged issue. The patient reported that on (B)(6) 2017, an unknown time after the alleged issue began, he developed the symptom of ¿sweatiness¿. The patient advised that he self-treated by eating some food. At the time of troubleshooting, the csr confirmed that the patient was using the correct test strips and that he was following the correct testing procedure. The csr established that the test strips completed drew the sample in; however, the issue remained unresolved following a retest. The csr noted that the device was not being used for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began.